Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 17.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that oversensing and noise were observed. The lead was capped and replaced. Patient condition is good after the event.